Event description:
It was reported that during a hospital visit, the health care professional (hcp) called technical services (ts) for further review of this implantable cardioverter defibrillator (ICD) presenting electrogram (egm). Upon review, the presenting egm showed that the ICD exhibited atrial undersensing and had inappropriately delivered anti-tachycardia pacing (atp) and shocks to convert patient's atrial fibrillation (af) with rapid ventricular response (rvr) arrhythmia. It was noted that the therapy was exhausted. Ts discussed possible causes with the hcp and recommended programming options. At this time, the ICD and ra lead remain in service. No additional adverse patient effects were reported.